Event description:
During meniscal repair suture broke during knot tightening. Procedure was completed with other fast-fix devices. Surgeon stated that suture was not tucked into the sleeve prior to use.